Manufacturer narrative:
Philips received a complaint about the philips heartstart mrx defibrillator displaying an "x" error message. There was reportedly no patient involvement. Multiple attempts were made to request information regarding the resolution of the reported problem. No response was received, and no information was made available. Based on the information available there is insufficient information to confirm the reported problem. We are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. No further action is warranted at this time. H3 other text : customer did not respond to requests for additional information.

Event description:
It was reported to philips that the heartstart mrx is displaying an "x" error message. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.